Event description:
The customer reported that the monitors shut off on their own. The system operates as intended.

Manufacturer narrative:
(B) (4). The ge service rep found that the monitor was arcing. The system was repaired, found to be operating as intended, and released to the customer for use.